Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213/67) the overall ¿hemopro2 extension cable¿ 24 month complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. The radial artery harvest was progressing with no incident until the harvester switched over to the hpii and began to cut the arm fascia. The first few cuts occurred without incident, with the appropriate usage times and pause to allow for cooling down. The automatic shut off was not activated at all. Patient was younger with very thick fascia that required some additional pressure when cutting. They noticed that there seemed to be a strange occurrence in the tunnel and it looked like a small slice of the transparent jaw had "peeled off". Further inspection of the jaws afterward showed the plastic is absent from the back of one of the jaws near the crux. Opened another kit and replaced the hpii and the extension cable and proceeded with the case. At this point, they were still attempting the fasciotomy. They were able to see the hpii device smoke and produce a charred area, but the fascia would not cut. They attempted only fat and only muscle and those would both seal and cut, but the fascia would not divide. They used a twisting motion to apply extra tension in order to cut. Also observed a point where the jaws did not appear closed but were burning tissue. A third kit was opened and the hpii used to attempt to cut the fascia and still not progression. There was still smoke and char, but no cut and the case could not progress to the next step. The erah was aborted and the harvester took the radial in an open fashion.